Event description:
During a complex limb salvage case involving treatment of right profunda, the patient had kissing iliac stents and a steep arch making the entire procedure difficult. The physician gained access via the left common femoral, but never was able to get a sheath up and over the arch. Therefore, the physician parked the sheath in the ostium of the right iliac and passed all devices from this arrangement. The physician treated the right profunda first with balloon angioplasty and then attempted to stent the profunda. The visi-pro which was to be placed in the profunda, would not cross over the arch. During this attempt, the visi-pro stent was dislodged from the balloon and became stuck at the aorta/iliac bifurcation. The physician used a snare to eventually remove the stent from the arch area and proceeded on with case. No patient injury was noted. The case continued with treatment of left iliac (pta) and then stenting of left renal.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Discarded at the hospital.